Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as an unexpected drop in remaining battery capacity. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) displayed a code 1003 indicative of battery voltage too low for the projected remaining capacity as well as an unexpected drop in remaining battery capacity. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has been returned.